Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A vascu-gaurd peripheral patch was applied during an endartectomy on a patient. Approximately three months after the surgery, the patient returned to the emergency department with neck swelling at the surgical site. A surgical revision was performed and the patch was discovered not to be intact. The patient's outcome from the event was not reported. No additional information is available.